Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported a hematoma was diagnosed (B)(6) 2018. The patient had ¿bad bleeding¿ and required two units of blood. The pump was replaced (B)(6) 2018. The situation was resolved. The patient had a stroke (B)(6) 2016. No further complications were reported.